Event description:
The customer reported touchscreen is not responding and will not calibrate. There was no patient involvement. The customer disconnected the touchscreen then reseated it; the touchscreen did calibrate one time then went bad again. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer replaced the touchscreen overlay which resolved the issue.